Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in bvvi reset with no high voltage therapy. During the analysis of ICD, an arc mark and hv output damage were found consistent with a damaged lead.